Manufacturer narrative:
The investigator assessment is based on study device and not the renal non-study stent implanted during index procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, a racer stent was implanted in the left renal artery. Three days post procedure, patient had urinary tract infection. Patient was treated with medication and event was resolved. Investigator assessed event is related to the procedure and not device. No additional clinical sequelae was reported. Patient recovered.

Manufacturer narrative:
Additional information: the patient had a small urinary tract infection after being discharged from the hospital and was treated with oral antibiotics. If information is provided in the future, a supplemental report will be issued.